Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory the valve was received in a clear solution in a small specimen container placed in a small biohazard bag, enclosed in a larger zip lock bag. Blue monofilament sutures remained attached to the band. From the side view, the band appeared bent in an ¿s¿ shape instead of setting flat. A tiny cut through the host tissue and cloth cover, exposing part of the stiffening band, was observed adjacent to one eyelet trigone marker. Pannus covered the inflow aspect of the band extending moderately around to the outflow. Radiography showed no evidence of mineralization but a slight fracture in the band adjacent to the mid-point. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis and available information, a conclusive cause of the fracture could not be determined. Reduced performance of the ring may be partially attributed to host tissue overgrowth. This finding is generally considered a patient related condition. If additional information is received, a supplemental report will be submitted. F.for use by user facility/importer(devices only) country : au 12.location : hospital

Event description:
Medtronic received information that this annuloplasty band, implanted 5 years, was explanted due to a fracture in the 6 o'clock position. Due to the fracture, the band was not performing the normal function. There were no adverse patient effects reported beyond the required reoperation.

Manufacturer narrative:
Product analysis: the device has been returned, but analysis has not yet begun. Once analysis is complete, a supplemental report will be submitted. Conclusion: device history review and product analysis is still in progress, once additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.